Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced, and a filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed multiple error messages that would prevent the system from booting up. There is no report of pt injury associated with this event.